Event description:
It was reported that the user¿s dexcom g7 was connected to the g7 mobile app but failed to pair with the ilet, and the user was guided to toggle the cgm type between g6 and g7 and reenter the pairing code before waiting for data to appear. Symptoms included no reported clinical effects. Outcomes included user inconvenience due to inability to obtain cgm readings on the ilet. Investigation included customer interview and technical troubleshooting. Investigation of this case revealed unsuccessful initial pairing between the cgm and the ilet with corrective guidance provided to complete pairing. It was concluded that the event involved a pairing failure between the cgm and the ilet without clinical harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.